Event description:
Customer reported going into water with the insulin pump on. When the customer got out the insulin pump was not functioning. Customer replaced the batteries and the insulin pump alarmed battery out limit however the customer was unable to clear the alarm due to an unresponsive keypad. Customer's blood glucose reading at the time of the call was 234 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display or battery alarm was noted. No damage was noted to the isolation tape. The insulin pump had intermittent button response due to corroded keypad traces. No traces of moisture were noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.